Event description:
It was reported that during a procedure, the laser system shut off, and would not start back on. Initial reported indicated that "the laser had been in use for about three hours, the stone was very large. The procedure was "canceled". Reportedly, the patient was informed of his laser surgery and cancellation of the procedure after waking up from anesthesia.